Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse had the customer remove the endoscope, cancel the guide tool change (gtc) by pressing clutch button and then reinstall the endoscope, which resolved the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the endoscope image rotated 180-degrees. The intuitive technical support engineer (tse) had the customer remove the endoscope, cancel the guide tool change (gtc) by pressing clutch button and then reinstall the endoscope to resolve the issue. The system was working normally after the issue was resolved. The procedure was completed as planned with no reported injury.